Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin drops exit the infusion set tubing. At the time of the report, the customer's blood glucose level was 320 mg/dl. The customer changed the cartridge and was able to successfully complete the fill tubing process.